Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, when the hs iii seal came out of the packaging, it appeared that the seal had already been deployed. The tension spring assembly was in the loading device; however, the seal was not. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hosp will reportedly not be returned the product in question as it was discarded. The model and lot numbers are not available from the hosp as the device packaging was discarded. The following model numbers are for the heartstring iii device: hs-3045, hsk-3038, hsk-3043.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).